Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Customer was provided with a replacement unit.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No patient injury was reported.